Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9277396. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode because samples or pictures were not received, also the customer mentions a crack on device, and this defect is related to the type of medicine used. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process fmea (B)(4) and process eura (B)(4) were reviewed and there are proper controls in place to detect product malfunctions. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Root cause description: based on investigation results to date, root cause for manufacturing process cannot be determined. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time also the root cause was not identified, therefore, corrective and preventive actions were not implemented.

Event description:
It was reported that bd connecta¿ stopcock leaked during use. The following information was provided by the initial reporter: bd connecta leaked when connected to cvc. After cvc was established, they put 3wsc bd connecta on the cvc line. Few moments later put bd connecta they found a fluid leakage on bd connecta due to its cracked and can not be locked.